Event description:
Since few weeks, we have been facing an increasing number of catheters blocked in use. We know that sometimes catheters can be blocked. It happened with size ch 14. But we had more and more cases. We needed to flush the catheters with a syringe. All our patients are all full time catheterized. It happened with several devices out of 9 patients.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. One (1) piece of actual sample and one (1) piece of representative sample received. Based on the complaint statement, 'since few weeks, we have been facing an increasing number of catheters blocked in use'. Blockage in the drainage system may causes catheter not functional as intended. (A) visual inspection of the actual complaint sample showed present of yellowish stains / objects on the catheter's balloon and inside the drainage eyes. When balloon filled-up with 10ml of air, balloon able to inflate and remains in its required shape and volume. When subjected to 10 minutes observation, no change observed with the balloon shape and size. Deflation of the balloon was easy and complete. The yellowish objects inside the drainage eyes is likely due to harden encrustration material, which may have formed during catheter use. When much encrustration formed, it deposits in the drainage lumen, especially at the drainage eyes and inside of tip area. Eventually, it occluded the drainage lumen and prevented urine from flowing into urine bag. (B) visual inspection of the representative sample did not show any damage or abnormality. No presence of foreign material found. When measured, the dimension of the drainage eye are within the specification of eye length (el) = 4.00mm, spec. (3.80mm ¿ 0.5mm) and eye width (ew) = 1.55mm, spec. (1.50mm ¿ 0.4mm) for size 14 catheter. Closer examination of the drainage eyes and surrounding proximity did not reveal any object which may cause blockage or occlusion in the drainage lumen. Based on the investigation findings on the actual complaint samples, it was likely that the drainage lumen especially at the drainage eyes of the catheter has been blocked by encrustation. According to an article from healthtalk.org. (2019). Living with a urinary catheter, retrieved from https://healthtalk.org/living-urinary-catheter/blockages, crystalline deposits can obstruct the eye holes and block the urine drainage channel. Bacterial infections make the urine alkaline, so that crystals formed on the catheter surface. In current standard operating procedure, the product will undergo several stages of inspection. Block test was performed after funnel injection moulding process as per spm-a51-002. Defective catheter will be detected and culled out during this process. Final 100% visual inspection was also conducted on the catheter as per spm-a52-004 and product will be released upon passing this inspection. Based on the result of the investigation, it was not likely that the failure could be related with manufacturing. Therefore, this complaint could not be confirmed.

Event description:
Since few weeks, we have been facing an increasing number of catheters blocked in use. We know that sometimes catheters can be blocked. It happened with size ch 14. But we had more and more cases. We needed to flush the catheters with a syringe. All our patients are all full time catheterized. It happened with several devices out of 9 patients.